Event description:
The customer reported the ventilator went vent inop and alarmed due to a flow sensor failure. The ventilator was not in use on a patient therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician confirmed the customer reported problem. The service technician replaced the exhalation flow sensor. Extended self testing (est) and applicable final testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.